Event description:
It was reported that the pump exhibited error code 41628. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9. Date returned to mfg: 01-nov-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was missing cassette detect pin seal. Customer complaint of "ec 41628" cannot be confirmed through pvt (performance verification testing), nda (no disposable attached) test, or review of pump logs. The most probable root cause was that the device was missing parts; however, the root cause could not be definitively determined as the issue was not confirmed/verified. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.